Event description:
The customer reports a shock equip malfunction device error and shock equipment malfunction. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.